Event description:
It was reported that by decreasing the sensitivity, the number of atrial sensing events increased.

Manufacturer narrative:
Please refer to the analysis report.

Event description:
It was reported that by decreasing the atrial sensitivity (by increasing the atrial sensitivity threshold), the number of atrial sensing events increased.